Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
A service call was logged with the text "battery-hop". We will consider that this indicates a battery problem. There was no reported patient involvement.